Event description:
It was reported during preparation for an iliac vein interventional procedure, stent dislodgement occurred. While opening the packaging, the stent dislodged from the wallstent endoprosthesis with unistep plus delivery system. There was no pt contact with this device. The procedure was successfully completed with another of the same devices.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.